Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv coil impedance spiked to 254 ohms up from a trend in the 40-60 ohm range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms, up from a trend in the 60-80 ohm range. (B)(4).

Event description:
It was reported that during follow up visit the right ventricular (rv) lead exhibited an increase of shock impedance. During the lead revision procedure physician observed a fixing thread pierced through the rv lead body. The rv lead was partially explanted, and replaced. No patient complications have been reported as a result of this event.